Event description:
It was reported that the customer found a hole in their embol-x filter. It happened during the case. Dr (B)(6) pulled the filter out to find the filter has gap/hold where the filter seam is. There were no patient injuries/complications. Device is available for evaluation but has not yet been returned.

Manufacturer narrative:
Tear in filter.a device history record review was completed for lot and 58915549. This device met all specifications upon distribution.

Manufacturer narrative:
Device evaluation: (B)(4) 2011: the exmmd device was evaluated by the product evaluation lab in (B)(4) with the following report: "received embol-x cannula and attached filter". Reported defect of "a hole in their embol-x filter" was confirmed. A tear, approximately 4 mm in length, was found on filter net along the metal frame. Unit is sent to manufacturer in (B)(4) for further evaluation. (B)(4) 2011: the device was returned and evaluated by edwards (B)(4) quality and manufacturing engineering. No assignable root cause could be determined. The reported hole may have been caused by a sharp instrument which can be found in operating rooms. A manufacturing defect could not be confirmed. A review of the customer experience reports (cers) from (B)(4) 2007 to date, show that there have been no other reports of this nature for cardiac surgery system edwards embol-x products. Quality data reviews of the exmmd devices do not indicate a quality threshold has been exceeded therefore a CAPA will not be initiated. Each customer experience report is thoroughly reviewed to ensure appropriate risk control measures are in-place. The issue is an isolated incident and is not a confirmed manufacturing defect therefore a CAPA will not be initiated. The issue will continue to be monitored.